Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: the device was returned with a shell failure and light yellowing of the gel. Some bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Pinhole" sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture bg 3, left-side.